Event description:
It was reported to philips healthcare tha the heartstart mrx was unable to acquire a 12 lead. There was no reported patient impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.